Event description:
The customer received his blood glucose using his contour and breeze2 meters. The contour read 470 mg/dl, while the breeze2 read 210 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The contour test strips are to be returned for evaluation. Replacement test strips were sent to the customer.